Event description:
It was reported that balloon rupture occurred. Two 4.0mmx40mmx135cm sterling balloon catheters were selected to dilate the target lesion. However during the procedure, the first balloon elongated and ruptured at an unknown atmosphere and at an unknown number of inflation. The second balloon had an unspecified issue with the shaft. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).